Manufacturer narrative:
Received 1 portion of a catheter. Per evaluation, a burst balloon was noted on the returned sample. We were unable to remove the parafilm from sticking to the catheter surface. Based on the condition of the sample, we were unable to complete the investigation to confirm the reported event. This complaint was inconclusive due to the sample's condition. The lot number is unknown; therefore, the device history record could not be reviewed. Although the product family is unknown, the latex foley catheter ifus were found to be adequate based on past reviews. (B)(4).

Event description:
It was reported the patient had the catheter placed on the (B)(6), and on the (B)(6) felt a pop and the catheter fell out. Allegedly, the tips had disintegrated.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported the patient had the catheter placed on the (B)(6) and on the (B)(6) felt a pop and the catheter fell out. Allegedly, the tips had disintegrated.